Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy at the t7 lead. A lead diagnosis was performed and revealed high impedances across one lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the implanted lead had fractured prior to the explant. The fracture was identified visually during lead replacement on (B)(6) 2025. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.